Event description:
Following laparoscopic cholecystectomy a decreased blood pressure, increased heart rate and decrease in hamatocrit was noted. Pt was returned to surgery where exploration revealed the two surgical clips had come off the cystic artery which was bleeding. The artery was oversewn. The pt has recovered well.